Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) was in dwell 3 and had 2 bags connected. The hp reported that the unused line clamps were open. The baxter technical service representative (tsr) reviewed the set up. The tsr had the hp cycled power. The hp would complete therapy with manual supplies. The alarm was cleared. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy and finishing with manuals. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she had left a clamp open on an unused line. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was use error - open clamp. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.